Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump passed the self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 8.4 mmol/l. The customer reported that the pump buttons started to work incorrectly and act buttons must be pressed repeatedly and hard for respond to the commands. The insulin pump will be returned for analysis.